Event description:
Surgeon was about to do revision of old stryker implant due to instability. As soon as the incisions were taken and surgery started , it was observed that insert was lying broken inside the tibial implant . The previous surgery was done 4 years back and this point was highlighted by surgeon that in 4 years insert is broken.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. The event was confirmed by a photograph of the device attached to the pi intake tab, but did not add anything meaningful to the investigation. Without the return of the device a root cause cannot be determined. The event was confirmed by a photograph of the fractured insert. However, the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon was about to do revision of old stryker implant due to instability. As soon as the incisions were taken and surgery started , it was observed that insert was lying broken inside the tibial implant . The previous surgery was done 4 years back and this point was highlighted by surgeon that in 4 years insert is broken.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. When completed, the investigation results will be submitted in a supplemental report.